Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: a crack opening, crease fold, wear abrasion. Leak test was performed and found opening crack on diaphragm valve and opening. A microscopic analysis was performed which identify opening crack. And opening striated in the anterior side. Based on the device analysis the final assessment is: a crack opening on diaphragm valve due to cracked valve seat diaphragm valve and a striated edge opening on anterior side due to surgical damage.

Event description:
Patient reported right side deflation. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side deflation. Device remains implanted.